Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was recently explanted from the patient due to infection. The patient will be re-implanted with a new system once their infection clears. No additional adverse patient effects were reported.